Event description:
It was reported that during meniscus repair surgery ,t1 and t2 were deployed simultaneously. All ts were removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿t1 and t2 were deployed simultaneously.¿ t1, t2 were not returned. A partial segment of suture with cut ends was returned. The depth limiter was attached. The delivery needle was slightly bent toward the right. The device cycled or actuated as expected. No root cause related to the manufacture of the device was confirmed.